Event description:
The customer contacted philips to report that during preventive maintenance the device would not shock at 200j and showed a shock equipment malfunction message.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.